Event description:
The customer alleged that the audio alarm is functioning intermittently. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The audio alarm and power switch were replaced as a precautionary measures. It is not verified that the audio alarm was intermittent, and no malfunction may have occurred. There was no report of any pt harmed. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.